Manufacturer narrative:
One 72202595 4.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. Visual inspection shows the condition of the anchor aligns damages from torque/force and twisting. The symptoms can be due to an inadequate bone hole or loss of axial alignment. One of the inserter fork tines remained attached and was visibly damaged. It was bent completely across the distal tip of the inserter. Excess leverage was a factor. The second tine was not returned. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. No further investigation at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, it was found the anchor and the inserter bad control, unable to implant. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.